Event description:
The ge oec 9800 fluoroscopy system would intermittently lose the control panel button functions. Also, the audible x-ray warning would not function occasionally.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced control panel processor and control panel I/o pcbs. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.